Event description:
A report was received that during a permanent implant procedure, the patient experienced a burning and painful sensation in the right leg after the insertion of the leads. The leads were explanted and the procedure was aborted. The physician did not believe that the complication was related to the scs system.

Event description:
A report was received that during a permanent implant procedure, the patient experienced a burning and painful sensation in the right leg after the insertion of the leads. The leads were explanted and the procedure was aborted. The physician did not believe that the complication was related to the scs system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial #: (B)(4), ,description: linear 3-4 lead, 70cm.

Manufacturer narrative:
Additional information was received that the physician treated the patient¿s symptoms of burning and painful sensation in the right leg with medication.

Manufacturer narrative:
Sc-2352-70 sn (B)(4) device evaluation indicated that the devices passed all tests performed.

Event description:
A report was received that during a permanent implant procedure, the patient experienced a burning and painful sensation in the right leg after the insertion of the leads. The leads were explanted and the procedure was aborted. The physician did not believe that the complication was related to the scs system.